Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of past events of hospitalization for high blood glucose of over 500mg/dl and diabetic ketoacidosis. The customer indicated that the hospitalizations were in 2006, 2010 and 2012. One hospitalization was due to illness and the other hospitalizations were due to sensor issues. Customer treated with insulin and wanted to document the incidents. Customer indicated that they do not have the pump to return for analysis.